Event description:
Reporter indicated that pt developed vocal cord paralysis approx 5-6 months post implant. Report is incomplete because no reponse has been received to manufacturer's requests for additional info from treating physician (via fax x2).